Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot/serial #: unknown. H3) the manufacturer representative went to the site to test the navigation system. The bulkhead rj 45 was replaced. Patient exams delated, which freed up space. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system received a low performance error while navigating the patient 3d exam. During a procedure every time the site wanted to zoom the navigated scan on the navigation system, a pop up message "low performance" would appear on the monitor and the image was not navigable anymore. Like freeze, and then when un-zooming it worked again. Troubleshooting was performed and there was 290 patient exams on the navigation system (as found 560 g free on 853 total). They delated all the old exams (as left 795 g free on 853 total). Communication between the imaging system and the navigation system was okay only when pushing fully inside the bulkhead connector on the navigation system side, even though it was a new cable, the connector was not held correctly there was no click. The probable cause of the reported issue was that there was a corrupted imaging system scan, patient exams delated as mentioned above. Due to the damaged bulkhead connector, the transfer from the imaging system to the navigation system may had given a corrupted file. There was no reported delay to the case. No reported impact on the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the software team reviewed the case. Logs captured multiple "cleared user-facing low performance warning" and posted low performance warning to user during the registration task which caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.